Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of stenotrophomonas maltophilia, enterococcus faecalis, and brevibacterium species. The device was retested on feb 03, 2026 and it tested positive for 1-10 cfu of candida albicans, escherichla coli, stenotrophomonas maltophilia, and sphingomonas paucimobilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The culture test results from the third-party laboratory provided by the customer: sampling date: (B)(6) 2026. Sampling from: unknown. Cfu: 1-10 cfu. Bacterial identification: stenotrophomonas maltophilia, enterococcus faecalis, breviacterium speceies. Sampling date: (B)(6) 2026. Sampling from: water jet channel. Cfu: 1-10 cfu. Bacterial identification: normal skin flora. Sampling date: (B)(6) 2026. Sampling from: aw channel. Cfu: no growth. Bacterial identification: na. Sampling date: (B)(6) 2026. Sampling from: biopsy channel. Cfu: 1-10 cfu. Bacterial identification: candida alibicans, escherichia coli, stenotrophomonas maltophilia, spingomonas paucimobilis. The culture test results from the third-party laboratory conducted by olympus: sampling date: (B)(6) 2026. Sampling from: suction biopsy channel, air-water channel. Cfu: no growth. Bacterial identification: na. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the detailed cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After reprocessing by olympus, the hygiene microbiological investigation (hmi) results were within negative. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.